Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dizzy patient presented to the emergency department with their right ventricular lead exhibiting high threshold and loss of capture. Programming changes were made and the patient was stable during and after. The patient would continue to be monitored.